Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that within a week of implant, the patient stood up, and it shocked him. ¿he learned the hard way,¿ to turn stimulation down before standing up. He learned what people go through when they get tazed. The patient started turning it down, so it did not continue to happen. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient was still having concerns with their device ore therapy but had not sought further help.